Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Sensor (b)4) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination). Observed patch terminated on body. The sensor patch was reprogrammed and activated. Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. Dspc-20 issue was cloned. Extended investigation was performed on the returned sensor and on visual inspection contamination was observed on the pcba (printed circuit board assembly) and battery. Sensor was reprogrammed and activated. The sensor was reactivated after the returned battery was replaced with a known good one and then the sensor was again reactivated. The linearity testing was performed and the sensor passed. This indicates that the electronics are functioning properly. Therefore, it has been determined that no malfunction or product deficiency was identified that would contribute to the reported high readings of the sensor scan. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.